Event description:
It was reported that the caller experienced damage to the cartridge shroud, affecting cartridge use for insulin delivery. There was no adverse impact on the customer¿s blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy, with cts arranging a replacement cartridge through RMA, which the caller understood and acknowledged.